Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The root cause for the stenosis and regurgitation cannot be conclusively determined at this time but it is likely that patient related factors and progression of disease progress contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 23mm aortic transcatheter bioprosthetic valve was implanted into a 23mm surgical aortic bioprosthetic valve using a valve in valve procedure due to stenosis and insufficiency after an implant duration of twelve (12) years, one (1) month and ten (10) days. The procedure was reported as a successful transcatheter aortic valve replacement without complications. The patient tolerated the procedure well and was transferred to the intensive care unit in hemodynamically stable condition. The patient was discharged on post-operative day two.